Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy following a trauma. Impedance check revealed high impedance on all contacts of the right lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Therapy was restored post op.